Event description:
The customer contact reported the start and stop keys were not working. The device was returned to the biomedical dept with a report that the start and stop buttons did not work. It was indicated an unspecified delivery could not be started. It was reported all other keys functioned when pressed and the start key was faded due to wear and tear. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the start, stop and the soft key above the start key do not function when pressed. The probable cause was due to insufficient solder on the front panel connector of the main controller (mcu) printed circuit board to the keypad. This report represents all the info known by the reporter upon query by hospira personnel.